Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 52 mg/dl and 106 mg/dl. Customer used two vials of the same strip lot to obtain the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.